Event description:
Three days after admission for management of rectal bleeding, the pt was transferred to the endoscopy suite for colonoscopic evaluation. After sedation, a colonoscope was passed without difficulty to the cecum. A polyp was removed and angiodysplastic lesions were removed from the ileo-cecal valve with hot biopsy forceps. Slight oozing in the area of the lesions was managed with cauterization. The pt tolerated the procedure well. Chart review revealed no complaints of abdominal pain or discomfort. She was once again returned to the endoscopy suite the next day for an esophagogastroduodenoscopy (egd) with esophageal and gastric biopsies. Distal esophagitis, antral gastritis and duodenitis were identified. Once again, the pt tolerated the procedure well, denying any pain or discomfort and several hrs later, she was discharged in stable condition from the hosp. Two hrs after discharge, however, she experienced abdominal pain while eating her dinner. When the pain continued for several hrs, she was brought back to the hosp. A portable chest x-ray revealed pneumoperitoneum and an abdominal x-ray revealed free intraperitoneal air compatible with a perforated viscus. After surgical consultation, she was transferred to the or for exploratory laparotomy. Surgical findings included two perforations in the cecum, compatable with cautery burns. Cecal resection and appendectomy were performed. The pt was discharged in satisfactory condition on 7/25/96, six days postop. Discussions with the involved gastroenterologist and nurse, and examination by the hosp's biomed engineering dept of all equipment used during the procedure, revealed neither deviation from standard practice of care nor defect with the equipment.